Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2016-01786 / 01787 / 01789 / 01790 / 01791). Product location unknown.

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure approximately seven (7) years post-implantation due to allegations of pain, tissue destruction, bone destruction, metal wear, metal poisoning, and limitation of daily activities. During the procedure, the modular head and taper adaptor were removed and replaced with an active articulation bearing. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.